Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they were calling to get the instructions for MRI mode. Worked with the patient to use their equipment and after resolving a communicator not found issue the patient was successful to tap find the device. Upon synching with the ins the patient reported seeing: data lost, internal device has lost all data, contact your clinician. Reviewed the meaning of the message and redirected to their doctor.